Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause was not reported. The patient was not hospitalized. On an unreported date, the patient was treated as an outpatient with an unspecified medication (dose, route and frequency not reported). At the time of this report, the patient had recovered. Action taken with dianeal therapy was not reported. Additional information is not available.